Manufacturer narrative:
This is a follow up report to a medwatch submitted under manufacture report number 9617229-2022-06533. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "patient has developed a capsular contractor, grade iii, on left breast." Device has been explanted.